Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause for the foreign objects to remain in the air water cylinder and air water channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation of the gastrointestinal videoscope, foreign objects was observed at the air water cylinder. In addition, the air water channel has foreign objects. There was no patient involvement